Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead to be implanted exhibited low pacing impedance. The atrial lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.